Manufacturer narrative:
H6; code 400: damaged firing mechanism. Conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
During a thoracoscopic biopsy the surgeon attempted to fire an ez35b. The device would not fire. The surgeon reloaded the device with a new reload and it would not fire. A second ez35b was opened to complete the procedure. There was no consequence to the pt. One eru35 reload is being returned with device.